Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device takes 5 seconds to power up. He tests it on a simulator and observes that the unit takes time in applying the shock as well. There was no reported patient involvement.